Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? No information from the hospital. Please confirm that both firing attempts in the event were completed with the same stapler. Is the surgeon aware that this device can only be fired one time? No information. What is meant by ¿touched the adjusting knob¿? The surgeon commented that the adjusting knob may be rotated when first firing. What was seen at the anastomotic site after the second firing? No. The anastomotic site of the 2nd firing could not be checked since the site was super low anterior of the rectum. Were any issues with staple formation identified? Please describe staple form. No information. Because the staples of the 2nd firing could not be checked since the site was super low anterior of the rectum. What is the current patient status? The patient is stable and the treatment for metastatic cancer of liver was started as scheduled. The patient will be discharged as scheduled. Which the colostomy is temporary or permanent is not decided yet and will be decided based on the patient status.

Event description:
It was reported that during an open low anterior resection, there was no feedback that the washer was cut at the first firing. The device was used between the rectum and the anus. Then, the surgeon adjusted the position of the anastomosis site and the device was fired again. The target tissue could not be anastomosed though there was a feedback that the washer was cut. The gap setting scale marked 1.5mm, and the red safety was released properly. The surgeon commented that he touched the adjusting knob at the first firing. Bleeding occurred, but the amount of the bleeding is unknown. No blood transfusion was required. The procedure was converted to a colostomy to complete the case. The patient is still hospitalized. The patient was not good condition from preoperation, so the doctor told the patient that there was a possibility to convert to a colostomy before the surgery.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. Further analysis showed that the washer has marks; also the knife was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition on the washer and knife is consistent with the device been fired over existing staples please refer to the IFU. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.